Manufacturer narrative:
(B)(4): eval: results/conclusion: 95% stenosis, tortuosity, and calcification. Eval summary: the hypo tube was bent, wavy and kinked at approx 8.5cm and 60.5cm distal to the strain relief. The first six proximal stent segments were intact. A number of struts on the 7th proximal segment were partially deformed. The remaining segments were stretched, raised and deformed.

Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length integrity rapid exchange (rx) coronary stent in a pt. The target lesion, located in the distal cx was described as very tortuous, calcified and with 95% stenosis and was not pre dilated. No abnormalities were noted during preparation and inspection prior to use; however, it was reported that the integrity rx device could not cross the lesion and upon removal, it was noted that the stent was damaged. Procedure was completed with deployment of one other MFR stent. No other clinical sequelae were reported.